Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort due to the implantable cardioverter defibrillator pressing against the collar bone and shoulder during movement. There was no allegation of device malfunction. The pocket was revised on (B)(6) 2021. The patient was in stable condition.